Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. Customer's blood glucose level was 476 mg/dl at time of event and treated with manual insulin injections. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did not exit. Next, customer was asked to manual prime of insulin. Customer states the insulin did not exit and experienced greater than normal resistance. Advised customer to change reservoir and infusion set. Customer's blood glucose level was 161 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).